Event description:
Patient on cvvhd (continuous venovenous hemodialysis) machine. Nurse (while in patient's room) noticed the return line had become completely disconnected and was pumping blood onto the bed. Approximately 5 seconds passed before line could be reconnected. There was no alarm to indicate there was a disconnect.